Manufacturer narrative:
Correction: product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported on (B)(6) 2018 that their implant is messing up their cell phone battery. It was also reported that it clears the security strip on their credit cards. It was stated that they were running a quick errand so they put their ¿cell and cc¿ in their back pocket; both became non-functional. On (B)(6) 2018 additional information received from the consumer; the patient reported they first experienced the implant affecting their cell phone and credit cards in (B)(6) 2018 after a fall in (B)(6) 2017. The patient had not yet notified their doctor about the implant affecting their cell phone and credit cards because they were in pretty bad shape from the fall and wouldn't do anything about it until they had a shoulder replacement. The patient was at their sister-in-law's house on (B)(6) 2017, fell and broke two ribs, and noticed the device was having issues and they had to replace their credit cards and phone. For the time being, the patient has their implant on low and they don't put any electronics in their pockets. No further complications were reported or are anticipated.